Event description:
Customer reported pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Technical support instructed customer to plug pump into a different wall outlet, use a known working outlet, and leave it connected for at least 30 minutes. Upon follow-up, technical support confirmed the issue had resolved and informed the customer to call back if the issue persists.